Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, no image was reproduced at the repair department and it was confirmed that there was no signal output from sdi2. Thus, the phenomenon might have occurred due to a defective part related to sdi2 output. The cause of the defective part could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the device had no serial digital interface (sdi) 2 output signal, and the top cover had scratches. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the visera elite video system center had no image. There was no harm or user injury reported due to the event.